Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had a fall in february. They said they had pain with stimulation ever since. The healthcare professional (hcp) tried reprogramming however the pain only resolved with the device off. The device was replaced.